Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported failure to advance and difficulty removing the device appear to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
N/a

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the 1.20x6 mm mini trek balloon dilatation catheter (bdc) could not be advanced to the lesion and there was resistance with the anatomy during removal. There were no reported adverse patient effects. There was a delay in the procedure but no harm was reported to the patient. A non-abbott balloon was used to complete the procedure. No additional information was provided.